Manufacturer narrative:
An investigation was performed. The vitek ms instrument files were analyzed. The system was confirmed to be operational during the tests. The sample preparation was quite heterogeneous (seen on the spectra quality of the calibrant and the samples). It has to be optimized. Vitek ms results : sample 1 (B)(4): low discrimination to shewanella putrefaciens - nocardia cyriacigeorgica the vitek ms low discrimination result could be explained by the fact that rhodococcus spp is not included in the vitek ms kb 3.0 clinical. Vitek ms allows identification of rhodococcus to species level, and not only to genus level. As the species name is not known, it could be a rhodococcus species not included in the vitek ms database. The vitek ms kb user manual, ref. 161150-556-b for vitek ms clinical use v3.0 mentions the following limitations regarding low discrimination results: "additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification." Sample 2 (B)(4) : low discrimination to nocardia wallacei and rhodococcus hoagii. The vitek ms worked as expected, the low discrimination results list contains the correct identification. In case of a low discrimination result, the user has to perform further testing. The vitek ms kb user manual, ref. 161150-556-b for vitek ms clinical use v3.0 mentions the following limitations regarding low discrimination results: "additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification." Due to taxonomy changes, some organism names are displayed in myla 4.3 differently than those listed in user manual kb vitek ms v3, the new taxonomy of rhodococcus equi is rhodococcus hoagii: -vitek ms kb v3.0 user manual displayed information = rhodococcus equi. -myla 4.3 displayed information = rhodococcus hoagie. Sample 3 (B)(4): single choice to rhodococcus hoagii the vitek ms worked as expected, it gave the correct identification. Due to taxonomy changes, some organisms names are displayed in myla 4.3 differently than those listed in user manual kb vitek ms v3, the new taxonomy of rhodococcus equi is rhodococcus hoagii: -vitek ms kb v3.0 user manual displayed information = rhodococcus equi. -myla 4.3 displayed information = rhodococcus hoagii. The investigation concluded that the suspected root cause of the low discrimination results was: -non-optimal spot preparation - sample 1 could also be due to a system limitation (it could be another rhodococcus species not included in the vitek ms database).

Event description:
A customer from (B)(6) reported misidentifications of three rhodococcus isolates in association with the vitek® ms instrument. The customer was evaluating strains provided by rcpa (quality assurance program, (B)(4)). The customer stated they were using a new vitek ms instrument. The results were: sample 1: rhodococcus spp. Identified by vitek ms as shewanella putrefaciens and nocardia cyriacigeorgica. Sample 2: rhodococcus equi identified by vitek ms as nocardia wallacei and rhodococcus hoagii. Sample 3: rhodococcus equi identified by vitek ms as rhodococcus hoagii..